Event description:
The customer reported that the cartridge was not fitting properly onto their pump, as it was not fully snapping into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support instructed the caller to clean the pneumatic tap area and check for any obstructions, but no significant damage was found. Despite attempts to fill and load a new cartridge, it could not be successfully attached to the pump. Consequently, technical support decided to replace the pump. Additionally, the customer was informed about the replacement pump¿s updated software and future training opportunities. They were also provided instructions on the return process for the faulty pump.